Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round high profile 500cc saline prosthesis, catalog #3503500, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast reconstruction revision with a mentor smooth round high profile 500cc saline prosthesis (left), and an unknown mentor saline prosthesis (right). Left sided deflation, and right sided ptosis causing bottoming out of the implant was observed post procedure. As a result, left sided replacement with a mentor smooth round high profile 500cc saline prosthesis, and right sided replacement with a mentor smooth round high profile 270cc saline prothesis was performed. The left prosthesis was filled to 600cc's and the right prosthesis was filled to 200cc's. The patient was held for observation for 23 hours following the surgery, and fully recovered with no residual effects. The left sided deflation was initially reported on (B)(6) 2018 under 1645337-2018-05289. Mentor first became aware of the right sided ptosis on (B)(6) 2018 and is submitting this report in order to document it.